Event description:
It was reported that the customer's insulin pump is frozen and the buttons are unresponsive. The customer stated that after changing batteries and leaving the battery out for 5 minutes and 2 hours, the insulin pump is still unresponsive. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.